Event description:
It is reported that the pin broke off of the impactor as the surgeon was impacting the liner into place. The pin remained in the humeral implant. This was recognized and the pin was retrieved with some difficulty.

Manufacturer narrative:
Eval: as returned, the pin on the impactor has fractured at its base. This failure has been characterized previously as a material issue. Consequently, the material of this part has been changed from 455 sst to 13-8 sst, which is less notch-sensitive, to remedy the problem. The device had a potential field age of approx 22 months at the time of return.